Event description:
It was reported that approx seven mins into a prostate procedure a "flash" from the tip of the fiber was observed and a side-firing fiber was noticed to have forward fired. The physician put the system on standby, lowered the wattage and commenced vaporizing again. He immediately ceased use as it was clear the beam was firing forward through the end of the tip. The procedure was completed with a second fiber. No pt or end user injury was reported.